Event description:
Patient in or for liver transplant. Patient's liver was huge per report, and attempt was made to resect part of the liver to make space for the surgeons to operate. The patient experienced bradycardia and went into v fib. Compressions were started and medications were given. Defibrillator was brought into the room. Sterile paddles were used by the surgeons, but the machine did not fire. Paddles were changed and patient received 1 to 2 shocks before return of spontaneous circulation. Attempted to manipulate the liver again but repeat of v fib. Multiple additional shocks in addition to compressions and medications resulted in return of circulation, but patient too unstable to do transplant. Taken back to ICU and expired. Anesthesiologist uncertain if initial delay contributed to later instability.======================manufacturer response for defibrillator, heartstart mrx (per site reporter)======================return and they will check it.======================manufacturer response for paddles, external sterilizable defibrillator paddles (per site reporter)======================return and they will check